Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for a fever. The blood cultures resulted in (B)(6) for (B)(6) bacteremia. The patient and family denied IV antibiotics and wished to pursue home hospice. The patient was discharged on (B)(6) 2021. The patient declined and family wished to turn off the patient's lvad (B)(6) 2021. The patient expired on (B)(6) 2021. The patient had a history of non-ischemic cardiomyopathy (nicm), diabetes mellitus (dm), atrial fibrillation, hypersensitivity lung disease (hld), mitral regurgitation, ventricular tachycardia, heparin-induced thrombocytopenia (hit) and biventricular aicd.